Event description:
It was reported that the customer was hospitalized due to low blood glucose of 78mg/dl. It was stated that the customer was shaking and convulsing prior being admitted. Troubleshooting was performed. The infusion set was changed the day before the event. Reviewed the programming, and it was correct. The reservoir was showing the same amount of insulin as shown in the status screen. Ran the displacement test and passed. It was mentioned that the device was not exposed to an MRI. Advised that the customer should contact his doctor regarding the low glucose and call back if issues persist. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.